Event description:
Customer used the lifestyles ultra thin condoms and twice the top tore off completely. This forced her to go to the hospital to have the missing piece retrieved.

Manufacturer narrative:
(B)(4) - ansell healthcare products, llc is submitting this report on behalf of suretex ltd.